Manufacturer narrative:
Qn#(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the ampule was broken when opened.

Manufacturer narrative:
(B)(4). The initial MDR, submitted on 01/24/2017, was sent in error. Upon initial triage of the returned sample, it was noted that a medication vial was not broken; therefore, this is not a reportable event.

Event description:
The customer alleges that the ampule was broken when opened.